Event description:
I believe the latest box of our daughter's omnipods (insulet corp) have had a high rate of failure. Four of the box of 10 insulin delivery pumps failed prematurely. An alarm, indicating failure, sounded 18-36 hours after installing the pumps. Prior to the alarm, insulin was being properly delivered. Omnipod pumps are supposed to deliver insulin 72 hours. The lot of the pumps: l42438.